Event description:
British editorial society of bone and joint surgery (2005) doi: 10.1302/0301-620x.87b11.16324 price, aj, et al. Information was received based on review of a journal article titled, "oxford medial unicompartmental knee arthroplasty in patients younger and older than 60 years of age," which aimed to determine the ten-year survival and clinical outcome of the oxford uka in patients with anteromedial osteoarthritis who were less than sixty years of age at the time of operation to the results of patient greater than or equal to sixty years of age. The study was conducted over a period of eighteen (18) years (1982 to 2000) and involved four-hundred forty-seven (447) patients who received five-hundred sixty-four (564) knees. The journal article reports the following revisions by reason for patients less than 60 years: two (2) revisions due to arthritis in lateral compartment. One (1) revision due to loose femoral component. One (1) revision due to fracture of meniscus. The journal article reports the following revisions by reason for patients 60 years and greater: eight (8) revisions due to arthritis in lateral compartment. Two (2) revisions due to loose femoral and tibial components. Two (2) revisions due to loose femoral component. One (1) revision due to bearing dislocation and loose femoral component. Three (3) revisions due to bearing dislocation. Three (3) revisions due to deep infection. One (1) revision due to pain. The authors of the study conclude that for people in their fifties, age is not a contraindication to using the oxford uka to treat patients with anteromedial osteoarthritis of the knee.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by price aj, dodd ca, svard ug, murray dw in j bone joint surg br. 2005 nov;87(11):1488-92. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this journal article. Please see associated reports: 0001825034 -2015 -03145, 0001825034 -2015 -03146, 0001825034 -2015 -03150, 0001825034 -2015 -03148, 0001825034 -2015 -03147, 0001825034 -2015 -03151, 0001825034 -2015 -03152, 0001825034 -2015 -03153, 0001825034 -2015 -03154, 0001825034 -2015 -03155, 0001825034 -2015 -03156, 0001825034 -2015 -03157.